Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no button error alarm noted. There was no moisture damage found on the electronic and motor assemblies. The unit was tested with a keypad and no frozen screen noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 222 mg/dl at the time of incident. The customer stated the insulin pump was exposed to moisture. The customer stated the insulin pump is freezing up and also received a battery out limit alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.